Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2021-02424. It was reported that one of the patient's leads had migrated. The issue was confirmed and a surgical intervention took place wherein the lead was explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.